Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Investgation incompolete.

Event description:
It was reported by 411 that a patient underwent a knee procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to the wrong size poly used with the tray. The sales representative was requesting the correct poly to use.